Event description:
It was reported that on (B)(6) 2025, at 10:00 am, during the replacement of the PICC dressing, it was discovered that the catheter length within the patient was 34 cm, 1 cm longer than the original internal length. Attempts to withdraw the catheter to its normal length encountered difficulty. The patient's father was informed that this difficulty likely indicated significant adhesion between the catheter and the blood vessel. It was recommended to attempt withdrawal after applying heat therapy. If withdrawal remained impossible, prompt surgical intervention would be required to remove the catheter. Following medical instructions, infrared therapy was administered to the patient. After local heating, and with family consent, another attempt at catheter removal was made. During the process, the catheter loosened and slowly withdrew. At the 30 cm mark, the catheter fractured. The physician was immediately notified, and an interventional radiology consultation was requested. Observation of the puncture site revealed no bleeding or serous discharge. The patient's vital signs remained stable, with no complaints of pain or discomfort. The punctured limb was immobilized, and the patient was placed under close observation of vital signs and the puncture site. The child's vital signs remained stable with no reported pain or discomfort. The child was instructed to immobilize the punctured limb, and close monitoring of vital signs and the puncture site was initiated.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.